Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer's blood glucose was in the 250 mg/dl range. The pump successfully began charging after using a different adapter and cable. Multiple contact attempts were made by tandem technical support to determine if the issue recur;however, no response from the customer was received.